Event description:
This customer alleges that the device spontaneously discharged at 20j while a user was performing CPR. They allege that the user was possible shocked.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.